Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints have been received for this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens was explanted from patient eye due to myopia interfering with ability of driving. There was no other medical intervention and the previous lasik did not contribute to patient being myopic. There was no other medical history that led to the issue. The patient is somewhat better post-op. The procedure was completed using different lens of different diopter power. No further information is provided.